Manufacturer narrative:
Investigation completed 9/18/2017. Failure analysis: the locking mechanism does not unlock from itself. Furthermore, there was some movement in the locking mechanism and it was a bit too loose. The unit was received mixed up. Clamp base with the individual item number 15m0728, ratchet extension and torque screw without individual item number. Device history record reviewed for work order /(B)(4) lot/ 117 a total of (B)(4) were manufactured on 11/29/2011 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. Service history: date of service: 04-05-2017; 09-12-2015. No manufacturing or design related trend has been identified. Root cause analysis - undetermined at this time. The customer issue could not be duplicated.

Event description:
It was reported that a female patient was undergoing a tumor ablation on (B)(6) 2017. While adjusting the patient¿s head in the skull clamp, the locking screw got loose and the patient was injured with a frontal right laceration of 3 cm that needed to be sutured.